Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the monitor was drawing excessive current and unable to power on. The cause for the failure was isolated to the computer/analog (c/a) board. The (B)(4) component was shorted, which thermally damaged multiple components on the c/a and defibrillator pca boards. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.